Event description:
Healthcare professional reported "rupture and slipped". This record is for the side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture, was received on february 13,2026, with lot number 3634549 . Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical damage . No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture and slipped". This record is for the side. Device was explanted. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.